Manufacturer narrative:
Device evaluated by MFR: examination of the returned product revealed a watchman access system (was) was received with the related watchman delivery system (wds). Microscopic examination revealed that there were numerous kinks throughout the shaft of the was. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID#: 2134265-2015-04019. Reportable based on analysis completed on (B)(6) 2015. It was reported that the delivery system was damaged. The patient was undergoing a left atrial appendage (laa) closure procedure with a 27mm watchman laa closure device and delivery system. After successful deployment of the device, the physician attempted to do the tug test; however, it was not possible to pull the wire back into the watchman delivery system (wds). The device met release criteria per the transesophageal echocardiogram (tee), therefore the device was released without the tug test. The wds was removed and it was noted to be very flat along its entire length. There were no patient complications reported and the patient's condition was stable. However, device analysis revealed the watchman access system was returned and was noted to be kinked.